Event description:
It was reported that a patient underwent a hip replacement procedure in (B)(6) 2022 and a barbed suture was used on fascia. Two weeks post-op, a revision surgery was done because fascia closure had opened. The patient also had a hematoma. The wound was rinsed and closed again. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? May 2022. The diagnosis and indication for the index surgical procedure? Hip tep. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No answer. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Due to surgeon yes. Were two reverse stitches performed across the incision prior to closure? Due to surgeon yes. Please describe any medical/surgical intervention required for this suture event including dates and results. Re-op, burst wound were closed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? Fascia party open, suture seams to rip off the tissue. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Interrupted vicryl stitches were used then. What symptoms did the patient experience following the index surgical procedure? Hematom is reported. Onset date? No answer. When did the wound dehiscence occur? Few days after op. When did the hematoma occur? (# post op days) few days after op. What was the source and triggering event of the hematoma? No answer. What was the volume of the hematoma? No answer. How was the hematoma treated? No answer. Other relevant patient history/concomitant medications? No answer. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No answer. What is the patient's current status? Last update, was normal, no further answer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number jkm153 (from product code sxpp1a404) has the manufacturing date of sep/1/2015 and expiration date of aug/31/2017. Is lot jkm153 the correct lot number? If no, please provide correct lot number. Was expired product used for the patient? Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: sales rep confirmed that lot number is correct.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. H6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one packet of product code sxpp1a404 was received to ethicon for evaluation. The unopened samples were examined visually for appearance, color package, continuous seals, seal margins, over-sealing in order to determine if the samples are original. No abnormalities were noted on the package. The packet was opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the paper folder. Sutures were dispensed without problems and examined along the strand and no defects or damage on the suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: as products are already in transit to loc sales rep is unable to check lot number. Corrected information: h6 codes.